Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After the diagnostics were cleared, normal function resumed.